Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated based on date of publication. Date of implant estimate based on date of publication. Stent: cypher select, select plus; cordis, johnson and johnson; medtronic endeavor resolute; xience there was no reported device malfunction and the product was not returned. The reported stenosis is listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: intravascular ultrasound assessment of optimal stent area to prevent in-stent restenosis after zotarolimus-, everolimus-, and sirolimus-eluting stent implantation the additional xience device referenced, is being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
The following was noted through literature review: between (B)(6) 2003 and (B)(6) 2010, a total of in 912 patients with 990 lesions were successfully treated with des implantation (541 sirolimus-eluting stents (ses), 220 zotarolimus-eluting stents (zes), and 229 everolimus-eluting stents (ees) and underwent 9-month follow-up angiographic surveillance at the (B)(4). Immediate post-stenting ivus was available in all of the enrolled patients at the 9 month follow up results were noted for ees as in-stent restenosis 10 (4.4%); in-stent minimal lumen diameter (mm) 2.6 +/- 0.5; in-stent diameter stenosis (%) 14.9 +/- 12.2. Target lesion revascularization was performed in 2.1% of the zes, 0.7% of the ees and 1.3% of the ses, respectively. No additional information was provided.